Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a bulge in the right cylinder was noted. Cylinders and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a bulge in the right cylinder was noted. Cylinders and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the proximal and distal end of its body, along with broken fabric threads in its proximal end and a bulge when it was inflated with a syringe. The second cylinder presented wear at fold in its middle, proximal and distal end, but no leaks were identified. The pump was microscopically inspected, and leak tested. Its kink resistant tubing (krt) was worn to filament and the outer layer of the pump bulb was worn from wear; however, no leaks were noted. Based on the information available and analysis results, the bulge identified in the first cylinder could have caused or contributed to the reported clinical observations.